Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was having an unresolved "xdcr fault" alarm while in use with a patient. The customer reported that the ventilator was switched out and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The root cause of the reported issue was confirmed through the event log entries in which a pressure transducer was failing. During laboratory testing, all transducers were able to be calibrated properly to specifications.